Event description:
Reportable based on product analysis completed on 09/25/2009. It was reported that during a percutaneous transluminal angioplasty (pta) procedure, resistance was encountered during advancement. The 70% stenosed lesion was located in the severely tortuous and calcified iliac artery. The synergy catheter was being advanced into an unspecified 7fr j-type guiding introducer for pre dilatation when the physician felt resistance. The balloon catheter was withdrawn and the procedure was completed with a different device. There were no patient complications or injuries reported. The patient status was listed as 'good'. Returned product analysis revealed a balloon detachment.

Manufacturer narrative:
A visual and tactile examination of the returned device revealed the shaft was kinked at 145 mm and 165 mm distal to the strain relief. The tip of the device was stretched and flattened. Both the proximal and distal radiopaque markerbands were flattened and, the balloon had detached at the proximal bond and had pulled inside itself and out over the distal bond. The manufacturing batch review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).